Manufacturer narrative:
Other relevant device(s) are: product ID: 9733752, serial/lot #: (B)(4), ubd: unk, UDI#: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. The emitter was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The emitter was so severely damaged it could not be tested. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was being used outside a procedure. It was reported that the flat emitter on this demo system had bent pins on the connector. It was reported that the flat emitter was fine when it was uncrated, but on the next day the cables had been rearranged on the system and the pins of the interface box were badly bent. The pins of the flat emitter were not checked at that time but there was a chance they were bent as well. The pins looked like someone attempted to screw the cable into the port. It was reported that the site had demo'd a competitor navigation system the week prior, which was picked up after this system was dropped off. It was unknown if that contributed to the problem, or if it was accidentally damaged when someone tried to connect it incorrectly to the system. There was no patient present. Additional information was received that the pins on the flat panel were too bent to allow it to plug into the navigation system so it would not have been functional. It was reported that if the pins had been bent back it might have worked but it was not attempted. It was reported that the damage to the emitter pins made it impossible to connect the emitter to the navigation system rendering it non-functional.